Manufacturer narrative:
Insulin pump was received with blank display due to moisture damaged electronic assembly on electrical board. Unable to verify critical pump error due to blank display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had critical pump error alarm. The blood glucose level was unknown at the time of incident. The insulin pump will be returned for analysis.